Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the scan was showing as 323 slices, but only importing as 100 slices via usb. Technical services walked site through deleting the patient exam, using the command nautilus, then reloading through the media tab and exam loaded as expected with all 323 slices. Suspect downloading images was interrupted. No patient involved.